Event description:
The surgeon started to inject the zeiss CT lucia 621p intraocular lens (iol) into the capsular bag when he realized the haptic was stuck under the plunger. Afterwards, the haptic was torn off the optic. The surgeon was able to use another CT lucia from the consignment stock thus the surgical process was finished successfully.

Manufacturer narrative:
Reviewing the manufacturing documents did not show any indications for a malfunction of the iol. As per documentation, the product was produced in accordance with manufacturer's specification and no deviation has been detected. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have caused or contributed to the reported device deficiency but are not limited to: incomplete or improper loading of the device: during the loading process, the device requires a tactile "click" to confirm proper advancement into the correct position. The absence of this "click" suggests that the device may not have been fully seated or aligned within the cartridge. Misalignment or incomplete advancement could prevent the device from functioning as intended during preparation. Potential insufficient ovd application: while the site indicates that ovd was applied during preparation, it is critical to ensure that a generous amount of ovd is applied to both the lens and the cartridge. If ovd is inadequately or unevenly applied, it may result in increased friction during the advancement process, leading to incomplete positioning of the device and preventing the tactile "click." Variability in handling or technique: variability in the surgical technician's handling technique during device preparation could have contributed to the reported deficiency. For instance, if the plunger was not advanced smoothly or at the correct angle, it could lead to incomplete advancement of the device, resulting in the absence of the tactile "click" and subsequent device malfunction. Dwell time or delayed injection: although the device was not used and the issue occurred during preparation, prolonged dwell times in intermediate positions could theoretically impact device performance. If the lens is advanced into the conical section but not immediately injected, the viscoelastic materials may lose their lubricity, potentially exacerbating any issues during device advancement.